Event description:
Hcp reported pt infection. The device pocket was infected with mrsa. The device system was explanted and returned to the manufacturer for analysis. A follow-up report will be sent when additional info is received.